Manufacturer narrative:
(B)(4). This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and was returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device could not be interrogated and was displaying a fault code (fc) 1011. The device remains in service at this time and no adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded capacitor, causing the reported field observation. No other adverse events have been reported. This product issue will be updated if additional information is received.